Event description:
Customer reported receiving an error 3 upon test strip insertion on their locked freestyle flash blood glucose monitor. In return product testing, the meter confirmed to exhibit the memory overwrite malfunction. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Complaint is confirmed. Performed investigation. Memory overwrite was observed. Found uom to be selectable and set to mmol/l. Customers and retailers have been informed through the fa16may2006 letter.